Manufacturer narrative:
The subject device lot number is unknown. The following three lot numbers were shipped to the reporting facility: 8633099, 8673258, and 9682225. The corresponding UDI numbers are as follows: (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). A device history record review was performed for all three suspected subject device lot numbers. All three reviews concluded that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. Part number 04.501.097s, lot number 8633099. Manufacturing location: (B)(4). Manufacturing date: 02 oct. 2013. Expiry date: 01 sept. 2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition part number 04.501.097s, lot number 8673258. Manufacturing location: (B)(4). Manufacturing date: 23 oct. 2013. Expiry date: 01 oct. 2023. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Part number 04.501.097s, lot number 9682225. Manufacturing location: (B)(4). Manufacturing date: 19 oct. 2015. Expiry date: 01 oct. 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that a couple of screws (exact quantity unknown) did not fit in the plate holes of a 1.5mm matrixrib straight plate. It was reported that the event occurred during surgery; however, no patient harm or surgical delay were reported. It is unknown if the reported plate was implanted in the patient. This report is 1 of 1 for (B)(4).